Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they received no delivery alerts and they ended up in the emergency room with diabetes ketoacidosis and high blood glucose readings of over 600 mg/dl. Customer stated that they spent three days in the hospital. Customer's most recent blood glucose reading was 211 mg/dl and has treated with a manual syringes. No further information reported.